Event description:
On 14th june 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection screws and caps securing spring arm's side covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: southern cross healthcare ltd h3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection screws and caps securing spring arm's side cover and dust covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Technician informed that missing screws and caps were replaced. It was established that when the event occurred, the surgical light did not meet its specification due to missing screws, caps securing spring arm's side cover and dust covers, which contributed to the event. Provided information indicates that when the event occurred the device was not being used for patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing cover is moderate and low for missing screw. A root cause analysis was performed by subject matter experts at the manufacturing site. As they stated it was detected that the screw on the spring arm cover was loose. This screw is responsible for attaching the cover to the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it is the only case where the screw continues to loosen. Based on the analysis of the cases reported, several cases were detected, all delivered in the same hospital, on a period less than 1 year after the installation, the other cases were detected more than 1 year after the installation. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance (maintenance manual for powerled nt_01582_en_08, pages 254-255). The screw has a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of this screw acts as a mechanical locking and prevents the loosening and the fall of the screw. This device was manufactured in 2017 therefore since the problem occurred after more than 1 year after the device was manufactured, in this case we consider the root cause of the problem as a lack of inspection during the yearly preventive maintenance. As stated by the subject matter expert the metal spring arm¿s metal cover (dust cover) came out and can fell off the device. The performed investigation allowed to distinguish possible root causes for this malfunction: non¿conformity of the metal covers assembly degradation of the metal covers improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Initial reporter: operators manager the correction of b5 describe event or problem and h4 device manufacture date fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 14th june 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection screws and caps securing spring arm's side covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: on 14th june 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection screws and caps securing spring arm's side cover and dust covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Previous h4 device manufacture date: 02/27/2017. Corrected h4 device manufacture date: 02/28/2017.

Event description:
On 14th june 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the device inspection screws and caps securing spring arm's side cover and dust covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.